Event description:
It was reported that the mobile app froze while the customer was loading a cartridge.there was no reported adverse impact to the customer. The customer resolved the issue by restarting their phone, which successfully re-paired the pump with the mobile app. No further assistance was needed, and the customer continued their insulin regimen.